Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50 . Serial: (B)(6). Batch: 7146398.

Event description:
It was reported that the patient developed an infection at the lead site. The physician has been treating the infection and the appearance was getting better.

Event description:
It was reported that the patient developed an infection at the lead site. The physician has been treating the infection and the appearance was getting better. Additional information was received that symptoms of oozing and drainage were noted. The patient was prescribed with antibiotics. The physician believed that the infection was not device related and unknown if it was procedure related. The lead side was cleaned out and the physician decided to explant the leads. The explanted leads were discarded per hospital policy.